Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
Patient reported that they had irritation of the skin described as: itching, rash, skin would lump, painful to touch, spreading, lingers, redness. The patient tried cortizone 10, then visited doctor. The doctor diagnosed irritation as infection, and prescribed oral amoxicillin and gave a shot of unknown substance.